Manufacturer narrative:
The reported complaint was able to be confirmed and duplicated. Found xdcr pt801 to have recorded faults in the events log, pt801 successfully calibrated not having effect on vte after calibration. The combination of xdcr faults at power-up/auto-zero with the successful calibration of all xdcrs indicates that the auto-zero solenoids can be slow to respond. Slow solenoids can intermittently result in a bad auto-zero calibration at power-up and operational auto-zero checks. Solenoid failure.

Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the vela ventilator while on a patient experienced "transducer fault and high rate" alarms while on a patient. The customer confirmed that there was no patient injury or harm associated with the reported issue.